Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the (B)(6) 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed. The device records multiple manual power ups mainly of ten minutes duration on the (B)(6) 2015. The device performed to specification, alongside random manual power ons up to the last log entry on the (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.